Event description:
It was reported that an ilet pump using a cartridge and connector exhibited insulin odor and a confirmed leak at the cartridge/connector during use, with the patient performing a full supply change under guidance and the pump functioning afterward. The reported device issue was a leak/splash associated with the reservoir component. Symptoms included hyperglycemia with a recorded blood glucose of 355 mg/dl initially and later 245 mg/dl trending down. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.